Event description:
Customer called on (B)(6) 2011 reporting of an electrical burning smell coming from the workstation associated with the coulter lh 750 hematology analyzer. Additionally, "pc not receiving" error message was displayed on the instrument. No visible smoke or flames was detected and the use of fire extinguisher was not needed. No affect to patient results was reported. Field service engineer (fse) was dispatched and found a burned power supply. Fse replaced the bad power supply but noticed that there was damage to the computer as the cpu fan would not turn back on. Fse ordered and installed a new pc for the customer.

Manufacturer narrative:
(B)(4).